Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there was t-wave oversensing (twos) noted on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was t-wave oversensing (twos) noted on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 5076 non-defib lead (B)(6) 2007. (B)(4).